Event description:
Additional information was received from a healthcare professional (hcp). When asked to clarify if there was a device concern, therapy issue, procedure/use issue in regards to the statement "bumped the incision when sitting down in a bucket seat" the patient said "not after speaking to rep on phone." To the same question the hcp responded "no. Issue not brought up at appointment on (B)(6) 2023 with provider. Device checked at this time. No impedance. It is unknown if the cause of the device moving was determined. The hcp reported the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that caller reports that they bumped the incision when sitting down in a bucket seat and want to know if they did any damage. The caller added that they are still having leakage since implant and they talked to the manufacturer rep on 1/6/23 who helped increase the stim. The caller reports that it has gotten better but still is having leakage and sometimes they cannot hold it. The caller added that it happens after they take their diuretic. The caller reports that they are getting more than 50% relief in symptoms, but are looking for more. Reviewed with the caller that there is not likely any device damage due to the case being titanium. The caller added that they are concerned that the device moved. Reviewed that it is hard to tell that over the phone. The caller reports that they see the dr again on (b)6) 2023. Reviewed to discuss with the hcp and the impact of the medication on symptoms. The caller asked if they should increase the therapy. Reviewed that they can adjust the therapy whenever they desire. Patient will maintain stimulation level and will continue to track symptoms.